Event description:
The catheter broke. The reporter was contacted regarding additional information and the reporter has not responded at this time.

Manufacturer narrative:
H3 - the sample has been received and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.